Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effects of occlusion and pain are listed in the supera peripheral stent systems instructions for use (IFU) as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported obstruction/ occlusion and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to treat a lesion in the anterior tibial artery. An unknown size supera self expanding stent was implanted in the distal lesion, a 3.75x38mm esprit btk scaffold was placed in the mid lesion and a non-abbott stent placed in the proximal lesion on (B)(6) 2024. The patient returned on (B)(6) 2025 with leg pain, angio confirmed the entire lesion was occluded, it is unknown what stent caused the occlusion. A 4.0x48mm xience stent was implanted as treatment. No additional information was provided.